Manufacturer narrative:
The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus (B)(4) there was the possibility that the reported phenomenon was attributed to the failure due to the long-term use or the effect of dust because approximately four years passed since the subject device had been manufactured. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the gynecology procedure using the subject device, the spare lamp indicator of the subject device kept blinking. The examination lamp continued to work, but the user switched to another system to complete the procedure. Olympus (B)(4) checked the subject device and found that the emergency lamp and cable had failure. There was no report of patient injury associated with this event.